Event description:
Pt reported that back to back tests performed on the pt's surestep meter were 121 mg/dl and 96 mg/dl (23% diff.). Control test result (117) was in range (96-145). Meter was not cleaned according to MFR's product recommendations. There was no allegation of harm.